Event description:
It was reported by service report that the bed has no power. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Bed was not plugged in. This issue was resolved for the customer by plugging the power cord in.